Event description:
The pharmacist contacted lfs (B)(4) alleging that the patient's one touch verio meter was broken. The pharmacist would not provide any information on what was wrong with the product. There was no information that the patient exhibited any symptoms or receiving any medical attention due to the reported issue. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Supplemental #1 10/11/2012: pharmacist conatcted lfs back and mentioned that the patient is unwilling/unable to return the expected item back to lfs for investigation and the meter type is not a otveriopro as initally stated. The meter type is an unknown lfs meter, the pharmacist was unable to provide which type of lfs meter the patient had been using, but confirmed that the patient was not using a ot verio pro meter.